Event description:
It was reported the customer had cracks and a piece missing from their battery compartment. The customer also reported an unexpected restart alarm on their insulin pump. Customer's blood glucose was 185 mg/dl. The customer also reported they may have dropped their insulin pump, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads and belt clip slot and minor scratched lcd window.